Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+2.0/x093 diopter, in the patient's left eye (os) on (B)(6) 2015. Low vault was observed and elevated intraocular pressure (iop) started by the 4th day. The surgeon established medical management and iop was controlled to normal levels with one glaucoma medication. Patient also reported headaches. The physician stated the patient has a heavily pigmented iris. On last visit, patient's uncorrected visual acuity was 20/30, vault was normal, and iop was normal. The lens remains implanted. Conclusion code: as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth below 3.0mm. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not is marketed in the u.s. Diopter: -17.0/+2.0/x093. Device evaluated by manufacturer? No - lens remains implanted. Event problem and evaluation codes: (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+2.0/x093 diopter in to the patient's left eye (os) on (B)(6) 2015. Elevated intraocular pressure (up to 25mmhg) started by the 4th day. The patient was given pressure drops, the pressure went down to 22 but then it went up to between 32mmhg and 50mmhg. The patient's last ucva was 20/20 and is satisfied with the icl but was complaining of headaches. The physician stated the patient has a heavily pigmented iris. Recent images shows good vault and normal iop but the patient is still on medication. The lens remains implanted.